Event description:
The customer reported that they received two false negative hcg results compared to retesting on the same instrument as well as an unknown laboratory analyzer. The first cassette read positive and per their practice, a repeat test was performed with a new batch of cassettes with the same lot and generated a negative reading. Another urine test with run on the same lot and produced a negative result. A blood test was subsequently sent to the lab which yielded a serum hcg positive result. There is no report of injury due to this event.

Manufacturer narrative:
Service inspected the instrument and upon visual inspection of both external and internal components of the instrument, the exterior was found to be dirty around the printer cover areas. The calibration bar on the test table was also badly stained. Lastly, the mirror had a few specks on it. The quality of the print output was poor, and there was build up on the print head. The issue was resolved after cleaning. The optical chassis was replaced. The interior and exterior of the instrument were cleaned. The general checks were carried out. The final test software performed successfully. Strip and cassette qc were performed and passed with no further issues. Following service, the analyzer has been back in use. The dcu reviewed the certificate of analysis for the lot in use at the time of the event and the product met and passed all specifications upon manufacturing release. No product problem identified.